Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had the following issues: blocked test strip port and "er2" and "er4" error message. The patient indicated that these alleged issues first occurred four days prior, about midnight. As a result of not being able to test, she reportedly was guessing how much novolog insulin to take and was concerned if she was taking the right amount of insulin. She stated that she took her usual dose of lantus. She claimed that the next day, she developed symptoms of dizziness, blurred vision, agitated and sleeping a lot as a result of the alleged issues. She did not test on any other devices as the time of concern and denied receiving any forms of treatment. The customer care advocate (cca) went through troubleshooting with the patient and noted all 3 issues were not resolved with training. This complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the reported issues (blocked test strip port and error message) occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.